Event description:
End user states, "the wheel on the left side is wobbly and they've had the walker for 2 years." No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 6291-3f, serial number/date code and age of product are unknown. The owner's manual part number 1167481 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male whose age and height are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.